Event description:
A customer observed positive troponin I results on 2 patient samples which were reported to the floor prior to repeat testing. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.